Event description:
In 2008, male presented to outpatient dept for pre-op testing. Blood work drawn per PICC line. Line was flushed with heparin flush and saline flush. Patient then went to radiology for chest x-ray. Pt became hypotensive with episode of vomiting. Pt seen by ER physician and admitted to ICU. Blood cultures drawn in the same day were positive for serratia marcescens. This pt's PICC line was also flushed with heparin flush about 3 weeks before at our facility. Our facility did stock the normal saline syringe and the heparin flush syringe that were identified in a voluntary recall by b. Braun. This recall was due to a potential sterility issue with a confirmed growth of serratia marcescens. Dose or amount: #1 and #2 flush, frequency: #1 and #2 as needed, route: #1 and #2: IV. Dates of use: #1 and #2 2007 - 2008; diagnosis: #1 and #2 maintain patency of PICC line.